Manufacturer narrative:
(B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set would not infuse unspecified medication. It was further reported that medication bag was still full and only the main infusion line was running. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.